Manufacturer narrative:
Evaluation summary attached: as received, the valve tissue was cut off. Pieces of tissue returned along with the valve were most likely sections of the leaflets. No inconsistencies detected it the x-ray as the wireform was intact. Not able to evaluate due to valve current condition. The valve was sent to rd for input. Method: x-ray. Additional manufacturer narrative: conclusion: on (B)(6) 2012, research and development concluded with the following - the valve was explanted after approximately 0.57 months during the rereplacement of a mitral bioprosthesis; no specific complaint was filed for this particular valve. A total of 9 pieces of tissue, presumably removed from the valve, were received. The original locations and orientation of those tissue segments cannot be determined. Histology analysis was performed on one of the two pieces of "glued" tissue. It was noted that the adhered tissue segments separated during the histology preparation. Minor thrombotic material was evident on the outflow surface of one piece of the leaflet tissue. The bioprosthetic tissue itself appears to be structurally normal and well preserved.

Manufacturer narrative:
Patient (B)(4) oversizing of valve, no information on patient condition as relates to the aortic valve method: device not returned. Conclusion: no evaluation conducted. Device not returned. Additional manufacturer narrative: echo reports were requested, but not provided. On (B)(6) 2011, it was reported that the devices will be returned after the customer completes an histological test on the mitral valve at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Follow up report will be filed when the device is received and the evaluation has been completed.

Manufacturer narrative:
On (B)(4) 2012, our sales rep learned that the hospital will not release the product. Therefore, there is no product return and no evaluation will be conducted. The hospital has not shared the pathology test results and is no longer requesting an evaluation response from the manufacturer.

Event description:
Reportedly, a 23mm aortic valve was explanted after an implant duration of .57 months due to possible oversizing and was replaced with a 21mm sjm regent valve. See also report for a mitral valve, (B)(4), explanted at the same time due to stenosis. The customer reported the follow series of events when reporting the mitral device: on (B)(6) 2011, an aortic valve replacement (avr) with magna ease (B)(4) was performed to correct aortic regurgitation. A perimount plus (B)(4) (see report for (B)(4)) was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) during the same operative. Under echo, it was observed that the aortic and mitral valves opened and closed properly after the patient came off cardiopulmonary bypass. On (B)(6) 2011, blood pressure did not go up, reduced mobility of the mitral valve started, decreased cardiac function and heart failure symptoms were observed. Iabp was conducted and then, coronary angiography was performed. On (B)(6) 2011, the patient condition did not improve, so that percutaneous cardiopulmonary support device was used. On (B)(6) 2011, transesophageal echocardiography was performed. No comments were provided. On (B)(6) 2011, percutaneous transluminal mitral commissurotomy (ptmc) was performed. Mitral valvular orifice size became 1.6cm2, which was 0.4cm2 before. Through follow up with the surgeon, the following information was obtained: at (B)(6) 2011, the patient was under treatment and both devices remained implanted. No change. On (B)(6) 2011, the patient condition did not improve so that a transesophageal echocardiography was performed. Mitral valvular orifice size got worse and it was 0.6 cm2. On (B)(6) 2011, it was learned that on (B)(6) 2011, a re-double valve replacement was performed. The customer commented that it is unknown whether this explant was device related and this explant was not expected. The patient expired on (B)(6) 2011 due to heart failure.